Event description:
Charite patient who was implanted two years ago has a reported skin reaction. The patient's dermatologist suggested that it could be related to the implants. His surgeon doubts that this is device related. The patient is a clinically successful case, and the implants are in excellent position. Depuy spine is taking a conservative approach and filing MDR.

Manufacturer narrative:
No connection can be made between the reported event, and the use of the charite artificial disc. A review of records found no other complaints of this nature have been reported to date for the charite artificial disc. A review of the device history records (DHR) found no discrepancies.